Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). Report mailed to FDA 06/06/2014. (B)(4).

Event description:
A customer reported that a system message displayed and the system shut down twice during surgery. The system was exchanged and the procedure was completed with no harm to the patient.